Manufacturer narrative:
The information related to event has been updated in summary and provided in this report.

Event description:
Customer's incident blood glucose was over 600mg/dl. Customer was feeling sick/unwell, tired/weak. Customer had large amounts of ketones. Customer was reporting kidney failure at the time of the call. Pump does not have auto mode feature. Sensor was not used. Customer did not have a bent cannula.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was high at the time of hospitalization. The customer¿s current blood glucose value was 195 mg/dl. The customer did experienced symptoms kidney failure due to high blood glucose. The customer treated high blood glucose with intravenous insulin injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was not on auto mode at the time of incident. The customer alleged under delivery on insulin pump. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.